Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. To the best of our knowledge the lens remains implanted to date. Additional information has been requested but none has been forthcoming. Claim # (B)(4).

Manufacturer narrative:
G3 - should be corrected to 18-jul-2024 in initial MDR. Claim # (B)(4).